Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. Reportedly, the temperature alarm occurred while the pump was plugged into a power source. The alarm occurred across different wall outlets, wall adapters, and charging cables. The pump was not exposed to abnormal temperature conditions. The alarm cleared when the pump was disconnected. Reportedly, the customer continued using the pump for insulin therapy. The customer's blood glucose level was 160 mg/dl.